Event description:
The manufacturer received information alleging patient had to remove black greasy rubber out of the tubing, now the machine can not be used and particles in tubing/chamber related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.